Event description:
It is reported that pt underwent a left total hip arthroplasty on (B)(6) "2015". Subsequently, the pt is reporting corrosion of components.

Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. Eval summary: the devices have an in-vivo time of over 9 years to date. The devices are confirmed as compatible to one another. Primary operative notes were reviewed and stated that the femoral stem sat 2-3mm proud. It was not forced in the rest of the way to avoid fracturing the calcar. With the info provided, a definitive root cause cannot be determined. Eval codes: lot number of the prod are not available; therefore, a complaint history search of the mfg lots could not be performed. Mfg documentation could not be retrieved and reviewed.